Manufacturer narrative:
The reported event of damaged parylene coating on the ICD can was confirmed. Upon receipt a visual inspection was performed, and the parylene coating was found to be damaged and peeling off the can. The cause of damage could not be determined.

Event description:
It was reported that, during lead revision surgery plastic peeling off the sides of pulse generator was noted. Physician replaced the pulse generator. Patient was stable post procedure.

Manufacturer narrative:
Correction: the report source should have been company representative rather than consumer.